Event description:
Spontaneous communication from the patient who reported that the freedom pump is not working. The patient reported that the freedom pump was making a clicking noise and is not pushing the plunge. It is unknown if the patient missed a dose. There was no adverse drug event reported. The defective device is available for return. The product lot number and expiration date are unknown. It is unknown if the md is aware. No further information is known. The pump is used to infuse hizentra 20% at above dose and frequency. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Reported to (B)(6) by pt/caregiver.